Manufacturer narrative:
The returned pacemaker was analyzed and the allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient implanted with this pacemaker experienced twiddler's syndrome. The device was explanted and replaced. The patient was also given intravenous antibiotics. No additional adverse patient effects were reported.